Manufacturer narrative:
It was reported in the previous medwatch that the root cause was due to improper construction/design. After further evaluation, it was determined that the device failed the cutter insertion assessment, the device had a drilled leg and neuro-tip, the bearings were worn out and loose creating a situation where the cutter could not be inserted as the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the issue with the worn out bearings was consistent with normal wear over time. It was determined that the issue with the drilled leg was consistent with excessive side load being applied during use. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. The assignable root cause for the drilled leg and neuro-tip) was determined to be component damage from user error. The assignable root cause for cannot insert cutter was determined to be due to component damage from normal use and servicing over time, the failure was caused by worn out bearings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as apr 27, 2017 on the initial medwatch. It has been updated as may 23, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper construction/design. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined because evaluation is still pending. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the craniotome device bearings were damaged, the ball bearings came apart, the device was missing balls, the cage not available and the crane ball was damaged. It was further determined that the device failed the following pre-tests: visual assessment and cutter insertion. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.